Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip of the juggerknot fractured during use. The sutures and anchor were not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned.

Event description:
It was reported that during the surgery, the tip of inserter was fractured while the surgeon tried to insert this complaint product into the patient's burr hole. After that, the surgeon noticed that the tip of inserter has been fractured while the same surgery. So, he removed the fractured piece of inserter from the patient's burr hole. Therefore, nothing remains in the patient's body. Attempts have been made and there is no further information at this time.